Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. Internal karl storz reference number: (B)(4).

Event description:
The event occurred in the united kingdom. It was reported that the loop section of the electrode detached whilst in use inside the bladder during a turp procedure which caused a prolongation of the surgery by about 30mins. The broken-off piece could be recovered. No harm to the patient, user, or third reported.